Event description:
The patient stated that he started using v-go 20 on (B)(6) 2019 at 5pm. The patient stated that at some time before 7pm on (B)(6), his reading was 51 and he tried drinking quite a bit of orange juice and consuming a lot of glucose tablets, but none of it was working. The patient stated that he removed the v-go at 7pm on (B)(6) and his blood sugar started going back to the normal range. The patient disposed of the v-go 20 in question.